Event description:
During a low anterior resection procedure,the device did not fire completely and anastomosis was not complete.completed the case by hand sewing the anastomosis.no patient consequence.